Manufacturer narrative:
A vyaire field service representative (fsr) went onsite and evaluated the ventilator. It was seen that the flow sensor bulkhead is missing the front plate and o-ring. The fsr replaced the flow sensor receptacle. Noticed the base had some cracks around the inspiratory hold solenoid. Replaced the base manifold. Completed calibrations. Performed est (extended systems test) and ovp (operational verification procedure). The vela ventilator can be returned to service. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the vela ventilator has low volumes issue. The issue occurred during patient-use and the device was replaced with another ventilator. The customer confirmed that there was no patient harm associated with the reported event.